Event description:
The distributor reported that the nurses are not using the pull tabs to open the panels. As a result there's damage to the slider on both side panels the customer was asked if an in-service was needed, but the customer refused. Evaluation of the returned product found that a window zipper slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the top ridge zipper insert pin on panel side a was ripped from the tape. The window zipper slider body was open. The literature bag had a one inch hole. On panel side c, the mattress envelope had two 2 inch holes. The user manual states to "always use the zipper pull-tabs and ensure that zippers are fully closed." The user manual also warns never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. (B)(4).